Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia. The laser lead removal of the right ventricular (rv) lead created a tear in the superior vena cava (svc) when releasing the svc coil. The svc was successfully repaired and the patient was given several units of blood. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.